Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor fill. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about blood result reading "lo". Customer states that she feels well and requires no medical attention. Customer's expected blood results are 70-120mg/dl fasting. Verified the strips expire 07/31/2017. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, 144mg/dl and 130mg/dl not fasting. Reviewed meter memory: (B)(6). I reviewed the memory and found lo on (B)(6) at 7:53 am fasting reading, and lo on (B)(6) at 6:08 pm after meal reading.

Manufacturer narrative:
(B)(4). Product returned on 06/30/2015: eval in process.

Event description:
Consumer complaint of blood result reading "lo". Customer states that she feels well and requires no medical attention. Customer's expected blood results are 70-120 mg/dl fasting. Verified the strips expire 07/31/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 144mg/dl and 130mg/dl not fasting. Reviewed meter memory: 138mg/dl (B)(6) 2015 08:12:00 pm fasting no; 98mg/dl (B)(6) 2015 08:34:00 am fasting yes; 118mg/dl (B)(6) 2015 03:40:00 pm fasting yes; 99mg/dl (B)(6) 2015 06:32:00 am fasting yes; 132mg/dl (B)(6) 2015 09:33:00 pm fasting no. I reviewed the memory and found lo on (B)(6) at 7:53 am fasting reading, and lo on (B)(6) at 6:08 pm after meal reading.